Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
Customer reported PICC fracture noted at 5cms. Discarded by staff once it was removed. Fracture occurred in sehsct. No datix/niaic completed as it is not ¿standard procedure¿ for this trust. Securacath used to secure. Additional info. Received 11/03/2023: IV antibiotic therapy. No harm to patient was caused because of this incident.